Manufacturer narrative:
(B)(4).

Event description:
It was reported that when this right ventricular (rv) lead delivered pacing, the patient experienced severe pain from diaphragmatic stimulation. A revision procedure was performed. The lead was repositioned and no further diaphragmatic stimulation was noted. No additional adverse patient effects were reported. This product remains implanted and in service.